Manufacturer narrative:
(B)(4). The device was not returned for analysis. Based on the case information, a conclusive cause for the reported difficulties cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the armada 35 was inflated twice in the fistula when loss of pressure was noted at 6 atmospheres. The balloon had ruptured. After removal of the armada 35 from the anatomy, it was noted that there was a tear on the balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.